Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. Based on the reported information the most likely cause for the advancement difficulty during the procedure is patient anatomy. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: physician attempted to advance the device using multiple large sheaths, double lunderquist wires and the body floss technique, but the nose cone prevented the device from advancing each time. We had similar issues with the shorter device, but it eventually advanced. In the end, we had to deploy multiple gore ctag devices instead. Those tracked without issue. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.